Event description:
It was reported that following a stenting treatment procedure, stent damage occurred. The procedure treated the 95% stenosed, 3.5x20mm target lesion located in the moderately calcified and mildly tortuous mid left anterior descending artery. After pre-dilation, a 3.5x20mm promus element plus stent was advanced and deployed at 14 atms for 20 seconds. Based on flow, it appeared that the stent was well apposed and an unspecified non-bsc ivus catheter was advanced to confirm. The ivus catheter could not cross the implanted stent, the catheter was hitting the end of the stent. The belief is that the distal end of the stent may not have been well apposed to the vessel wall as previously thought. To address the stent deformation, a non-bsc double-coaxial catheter was advanced into the 3.5x20 promus element plus stent and dilated with a 2.0mm unspecified semi-compliant balloon. No further patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).